Manufacturer narrative:
The aware date provided with the initial report was incorrect. The correct information has been provided with this report.

Manufacturer narrative:
Findings: a test reservoir was installed and did not lock in place due to broken reservoir tube lip. Unable to perform the displacement test due to broken reservoir tube lip. Unit had minor scratched lcd window, cracked battery tube threads, missing o-ring (reservoir tube) and cracked case at reservoir tube window corners. (B)(4).

Event description:
The customer reported via phone call that their insulin pump was damaged around the threading of the reservoir compartment. Customer stated the reservoir was not sitting correctly into the device. The customer¿s blood glucose level was 97 mg/dl at the time of the incident. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.